Event description:
Received a letter from baxter healthcare via (B)(6) mail on 04/19/2010 regarding (B)(4) initiated by patient's attorney with a "date of event" of (B)(6)2007 and a "date of report" of 04/23/2010. This is a legal report from an attorney with a supplemental medical records of fever, neutropenia, infected scalp incision, diarrhea, hypertension, thrombocytopenia, failure to thrive, hypotension, tachycardic, tachypnea, respiratory distress, respiratory failure, pneumonia, kidney failure, discoloration of the extremities, petechia and fatal idiopathic pulmonary syndrome (coded as pulmonary disorder) in a (B)(6) male pt from the USA coincident with baxter heparin sodium therapy. On approx (B)(6)2007, the pt received heparin therapy (lot number, concentration, vial size, dose, and route not reported) for an unreported indication. F/u info (5/15/09): on (B)(6)2007, the pt died. The cause of death was not reported. It was not reported whether an autopsy was performed. The reporter believed the death was related to heparin therapy. Medical history and concomitant medications were not reported. Death certificate was received making the report medically confirmed. Pt demographics (race, date of birth and age), suspect and concomitant drug details, adverse event onset dates and treatment, medical history and cause of death were provided. The adverse event of death was amended to respiratory distress, tachypnea, fever, kidney failure and fatal idiopathic pulmonary syndrome. In (B)(6)2007, the pt was hospitalized for an unreported reason and was started on heparin sodium (lot number, concentration and vial size were not reported) 4 ml intravenously (IV) once daily for an unreported indication. On an unreported date, while hospitalized, the pt experienced respiratory distress, tachypnea, and fever and kidney failure. Treatment included multiple medications (not specified), administration of blood products, and ventilation. On (B)(6)2007, a bronchoscopy was performed but results were not reported. On (B)(6)2007, the pt died. The cause of death as reported on the death certificate was idiopathic pulmonary syndrome. An autopsy was not performed. Heparin sodium therapy continued until the time of the pt's death. Medical history was significant for choroid plexus carcinoma, vomiting after feedings, craniotomy with excision of tumor, seizures post craniotomy, bronchoscopy and allergy to bactrim. Pt demographics, adverse event info suspect medication info; concomitant medication info and medical history were added or revised. The adverse events of neutropenia, infected scalp incision, diarrhea, hypertension, thrombocytopenia, failure to thrive, tachycardic, respiratory failure, pneumonia, discoloration of the extremities and petechia were added. Medical records were received. On (B)(6)2007 the pt was admitted to the oncology unit for broviac catheter placement for chemotherapy. On (B)(6)2007, the pt then began induction cycle #1 of chemotherapy which included cisplatin, vincristine, etoposide and cytoxan. On (B)(6)2007, laboratory tests revealed a single functioning right kidney and low renal function. On (B)(6)2007, the pt was discharged home. The home discharge instructions included flushing the pt's broviac catheter with heparin 3 ml once a day (10 units/ml - lot number and vial size not reported). On (B)(6)2007, the pt received another dose of vincristine. On (B)(6)2007, the pt was admitted to the hospital with fever, neutropenia, infected scalp incision and diarrhea. The pt received vancomycin and ceftax for the infected scalp incision. During this admission, renal was consulted and a renal ultrasound revealed congenital absence of the left kidney. The pt also developed hypertension which was controlled with as needed hydralazine. The pt was discharged home seven days after admission on a seven-day course of keflex. On (B)(6)2007, the pt began chemotherapy induction cycle #2. Cisplatin was held due to the pt's gfr. Chemotherapy was tolerated well. On (B)(6)2007, the pt underwent stem cell harvest. On (B)(6)2007, the pt was admitted with fevers and neutropenia. The pt was treated with ceftazidine. Cultures were negative. The pt was discharged. On (B)(6)2007, the pt was admitted for chemotherapy and stem cell placement. The pt tolerated the etoposide and carboplatin with stem cells and was discharged home. On (B)(6)2007, the pt was seen at the emergency room for fever, neutropenia, lethargy, decreased oral intake, vomiting, diarrhea, and thrombocytopenia. The pt was diagnosed with failure to thrive. The pt was transferred to another facility for further management. On arrival, the pt was hypotensive and was bolused and started on clindamycin and ceftaz. The pt required platelet transfusions. The pt was discharged on (B)(6)2007 with instructions to return for admission on (B)(6)2007 for chemotherapy. Discharge instructions again included heparin 3 ml every day (10 unit/ml - lot number and vial size not reported) for flushing the broviac catheter. On (B)(6)2007, the pt's blood pressure decreased. On (B)(6)2007, the pt became tachycardic and tachypneic. On (B)(6)2007, the pt developed hypoxia and was transferred to the picu. On (B)(6)2007, the tachypnea was resolving and the pt was transferred back to the oncology floor. On (B)(6)2007, the pt developed respiratory distress and was transferred back to the ICU. The pt was placed on the ventilator with vapotherm. The pt remained on the ventilator due to persistent respiratory failure. On (B)(6)2007, the pt developed fevers. CT of the chest from (B)(6)2007 revealed increased bilateral ground glass appearance. The pulmonary disease was noted to be of unk origin. The pt was treated with azithromycin. On (B)(6)2007, laboratory data indicated a wbc count of 9.66, hgb of 6.2 and platelet count of 61. On (B)(6)2007, the pt was noted to have difficulty with oxygenation. The pt was transfused prbc's. Chemotherapy was placed on hold due to the pt's laboratory data. On (B)(6)2007, the pt underwent a lung biopsy. On (B)(6)2007, the pt required vent settings as the pt became hypotensive and febrile. The pt was placed on the oscillator. On (B)(6)2007, laboratory data revealed a white blood cell count of 16.5. Infectious disease followed the pt and continued the pt for possible etiologies of the pt's pneumonia. Due to negative cultures and negative cytology/pathology, the pt was given the diagnosis idiopathic pulmonary syndrome (which was noted by the physician to be seen in pt's after stem cell transplant). The pt was treated with cefotaxime, azithromycin, pentamidine and voriconazole. On (B)(6)2007, the pt was started on a dopamine drip. On (B)(6)2007, the pt was started on continuous venovenous hemodialysis (cvvhd) due to increased bun and creatinine (79 and 1.1 respectively). On (B)(6)2007, the pt was noted to be in stable but critical condition overnight. From (B)(6)2007 to (B)(6)2007, the pt experienced low blood pressures. The pt was started on milrinone and norepinephrine drips. The lines for cvvhd were no longer usable and peritoneal dialysis was started. The pt remained in respiratory failure and on the oscillator. On (B)(6)2007, the pt was noted to have discoloration of the extremities with petechia. Subsequently, norepinephrine was weaned. On (B)(6)2007, the pt's blood pressure decreased overnight. Cardiovascular support was increased. On (B)(6)2007, the pt's oxygen saturations decreased and the pt's hypotension worsened. The pt was treated with fluid boluses and inotropic support. On (B)(6)2007, the physician discussed the pt's poor outcome with the parents and the parents requested withdrawal of care. On (B)(6)2007, at 1450, the pt expired. The cause of death as listed on the death certificate was idiopathic pulmonary syndrome. No autopsy was performed. The reporter did not provide a causality assessment for the events in relation to heparin. Medical history was significant for choroid plexus carcinoma, craniotomy with tumor resection ((B)(6)2007) and broviac catheter placement for chemotherapy. F/u info (8/26/09): medical records received: suspect drug info and lot number were added or revised. A billing statement indicated that the pt received baxter heparin 10,000 unit/ml 1 ml. In (B)(6)2007, heparin 10 units/ml, 3 ml (lot number h07137, exp 2/2009 (non-baxter)) was delivered for home use, which is also considered co-suspect. F/u info (1/18/2010): suspect product info, adverse event details, medical history, and concomitant medications were added or revised. Add'l medical records were received on 6/24/07; the pt received tissue plasminogen activator (tpa) 1 mg/ml IV once for broviac catheter occlusion. On (B)(6)2007, the pt started heparin 10 units/ml (lot number not reported). From (B)(6)2007 through (B)(6)2007, the pt was admitted for cycle #1 of chemotherapy. From (B)(6)2007 through (B)(6)2007, the pt was admitted for cycle #2 of chemotherapy. Medical history included full-term birth after normal or uncomplicated pregnancy and delivery (B)(6), ventriculo-peritoneal shunt, undescended testes, congenital renal agenesis, and exotropia. After near total resection on (B)(6)2007, a post-op MRI showed residual nodular enhancement along the anterior portion of the brainstem. Familial risk factors include liver cancer (maternal grandmother died at (B)(6)). F/u info (3/22/2010): amended plaintiff fact sheet was received from the attorney adding new suspect drug info. Multiple administrations of medefil heparin sodium therapy were recorded from (B)(6)2007 through (B)(6)2007. No further new medical info received.

Manufacturer narrative:
Mfg production and laboratory test records for (the only heparin product fully identified by baxter healthcare on MFR report # (B)(4) dated 4/23/2010) lot h07137, exp. 2/2009, were reviewed with no adverse observations. Product was released for commerical distribution following the release testing criteria for heparin flush solution, (B)(6) monograph. Pt's medical history was significant for choroid plexus carcinoma, craniotomy with tumor resection and broviac catheter placement for chemotherapy. A variety of concomitant medical products were used to treat pt's conditions. The cause of death as listed on the death certificate was idiopathic pulmonary syndrome (as described under MFR report (B)(4)). No autopsy was performed. The reporter did not provide a causality assessment for the events in relation to heparin.